Event description:
Litigation papers allege: on (B)(6) 2008, patient was implanted with a depuy asr hip on her right side. After her surgery, patient began to experience severe pain in her right hip. She intends to undergo revision surgery. Update: (B)(6) 2012 - patient fact sheet was received, which provided part/lot information. Additionally, they have noted that patient was implanted and explanted on the left side. We have added the left-sided implant to this complaint; although reason for revision is unknown. Medwatches have been updated. There is no new information that would affect the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 6/2/2014 - medical records received for the left side revision. Patient's left side was revised to address elevated metal ion levels, metallosis and severe pericapsular scarring. Upon revision, an anteverted acetabular cup with mostly fibrous ingrowth, adhesions and bony overgrowth causing impingement were noted. Medical records were received for the right hip for a surgery of implants placed some time after the asr revision in the right hip. The records indicated that the patient's right hip was infected and an antibiotic spacer was placed during the asr revision. Since the asr products had been in place for 4 years, it is reasonable to conclude that the infection was not caused by the asr products. The information received does not change the MDR decision. This complaint was updated on: 06/18/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.